Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 39 mg/dl. Customer also stated that the results from the truemetrix meter were lower when compared to another device; actual meter to meter comparison results were not provided. The customer's expected fasting blood glucose test result range is 100 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call on (B)(6) 2019. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/18/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).